Manufacturer narrative:
Investigation report from the subcontractor has been received on (B)(6) 2017. According to that report: most probable root cause could be a wrong assembling or wearing of the tubing against the pin of the spike. It is considered an isolated event. There are not documented non-conformities.

Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. A review of the supplied video was observed. Video did show leakage. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 526083. Conclusion: although the returned video showed a device leakage, without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that a leakage with possible inhalation and penetration to skin occurred while using bd phaseal¿ secondary set c61 with a built-in phaseal¿ connector. The tubing contained a chemo drug.